Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the bolus calculation was not accurate following a blood glucose meter reading. It was reported the patient¿s blood glucose was above 250 and below 500 mg/dl without signs or symptoms of hyperglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/27/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The bolus history indicated four boluses on 02/10/2015 were programmed from the meter and successfully delivered. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump was found to correctly calculate recommended boluses using the user programmed settings. All deliveries completed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.